Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be low flow due to over-lamination of foam to film due to temp controller set too high. However, there was insufficient information to confirm this potential root cause. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no major kinks present. Hydrogel was intact with pad and not separated. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "if the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got an alert 01(patient line open) and 02 (low flow) on an arctic sun device. Flow rate dropped from .9 l/min to .5 l/min and water temperature started dropping. Water temperature was at 30c and then plummeted with flow rate decreased. Registered nurse swapped out gel pad and still had flow issues. The team walked them through troubleshooting. Flow rates stayed low after all troubleshooting. They ruled out equipment was working and then went to a third gel pad. Water flow stabilized to .8- . They saved the 2 gel pads that were wasted and had them.

Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be low flow due to over-lamination of foam to film due to temp controller set too high. However, there was insufficient information to confirm this potential root cause. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no major kinks present. Hydrogel was intact with pad and not separated. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "if the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they got an alert 01(patient line open) and 02 (low flow) on an arctic sun device. Flow rate dropped from .9 l/min to .5 l/min and water temperature started dropping. Water temperature was at 30c and then plummeted with flow rate decreased. Registered nurse swapped out gel pad and still had flow issues. The team walked them through troubleshooting. Flow rates stayed low after all troubleshooting. They ruled out equipment was working and then went to a third gel pad. Water flow stabilized to .8- . They saved the 2 gel pads that were wasted and had them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that they got an alert 01(patient line open) and 02 (low flow) on an arctic sun device. Flow rate dropped from .9 l/min to .5 l/min and water temperature started dropping. Water temperature was at 30c and then plummeted with flow rate decreased. Registered nurse swapped out gel pad and still had flow issues. The team walked them through troubleshooting. Flow rates stayed low after all troubleshooting. They ruled out equipment was working and then went to a third gel pad. Water flow stabilized to .8- . They saved the 2 gel pads that were wasted and had them.